Event description:
Boston scientific received information that this left ventricular (lv) pacing lead, model 4525, dislodged. As a result, the lead was explanted and an epicardial lv lead, model 4046 was implanted. However, a coil on the introducer mechanism came off when the physician pressed the black buttons to release the lead. The physician caught it before it fell into the wound. It was not known if this would be returned, as it may not be available from the hospital. Requests were made to have the product returned. It was noted that the new lv lead was successfully placed and is working well. No adverse patient effects were reported.

Manufacturer narrative:
Introducer tool not returned for analysis. Review of internal traceability records indicate fastac introducer tool met specifications.